Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets fell off events during use on date (B)(4).2024, 23-may-2024, 03-june-2024, 11-june-2024 and 19-june-2024. The infusion sets were in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 5 of 5.